Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on balloon. During preparation, a 2.50x20mm synergy¿ drug-eluting stent was selected to treat the lesion. However, when the protective sheath was removed, resistance was felt at the hand base. When the device was checked, it was noticed that a portion of the stent got shifted. The procedure was completed with a 2.50x24mm synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis with an inserted mandrel and a stent protector on the mandrel. A visual and microscopic examination of the crimped stent found that the stent had moved approximately 1.1cm distally along the balloon. Damage was seen across the entire stent; minimal damage at the proximal end, bunching and slight lifting of central and distal struts. A stent protector was returned for analysis with the device and the inside diameter of the stent protector measured which is within specification. The proximal balloon cone was reviewed and no issues were noted; the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The distal balloon cone was covered by the stent. Crimp markings were evident on the exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed a no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent moved on balloon. During preparation, a 2.50x20mm synergy¿ drug-eluting stent was selected to treat the lesion. However, when the protective sheath was removed, resistance was felt at the hand base. When the device was checked, it was noticed that a portion of the stent got shifted. The procedure was completed with a 2.50x24mm synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.